Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of "failure code 808:02 occurred during delivery?.

Manufacturer narrative:
The reported condition of failure code 808:02 was confirmed but not duplicated due to a defective pump head module. The pump head module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative reported to baxter (B)(4) technical services one colleague infusion pump in which failure code 808:02 occurred during delivery. There is no patient involvement. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.